Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the embolization coil was detached inside the distal shaft of the lantern. The pusher assembly was not returned for evaluation, and therefore, the root cause of the detachment could not be determined. The ovalization in the distal shaft of the lantern likely prevented the ruby coil from being advanced out of the distal tip. Evaluation of the returned lantern revealed that the distal shaft was ovalized. If the peel-able sheath (provided by penumbra) is not used to protect the distal shaft of the catheter during insertion of the device, and the lantern is forcefully pinched, gripped or otherwise mishandled during use, damage such as ovalization may occur. During the functional test, the ruby coil could not be removed from the lantern. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00294.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, after advancing a ruby coil to the distal tip of the lantern, the physician experienced resistance and the ruby coil would not advance past the tip of the lantern. The physician made two attempts and consequently, the ruby coil unintentionally detached within the lantern. Therefore, the lantern was removed containing the detached ruby coil. The procedure was completed using a new ruby coil and a new lantern. There was no report of an adverse effect to the patient.